Manufacturer narrative:
Product event summary: the distal portion of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2013 the bipolar lead impedance measured infinite ohms and consistently measured infinite. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2013 short interval counts (sic) up to 286864. Non-sustained episodes with evidence of lead noise oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, oversensing, noise and contained an apparent fracture. The patient experienced exit block. The antitachycardia therapies were switched off on the lead. It was determined that the patient's condition improved and the system was no longer required. During laser extraction of the lead, the superior vena cava was perforated. Due to heavy intrathoracal bleeding, a thoracotomy was required. The patient experienced hemothorax as a result of this event. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)